Event description:
As reported, during the deployment process, when the indicator wire cowling of a 6f exoseal vascular closure device (vcd) locked against the handle assembly, no audible click was heard. Subsequently, it was also noted, that the deployment lever button of exoseal vcd could only be partially pressed down during the deployment attempt. It was further noted that after the deployment attempt, and removal from the patient¿s body, it was found that the delivery device for the hemostatic cotton had not been completely released. When removed from the patient¿s body, the hemostatic cotton was pulled out of the body together with the delivery device, including the handle and front-end system. This was initially reported as "the relative position of the push rod and the outer tube is incorrect, and the hemostatic cotton gets stuck in the trigger mechanism and is pulled out of the patient's body". Hemostasis was ultimately achieved by compression, and the patient status after the procedure was normal. There was no reported patient injury. There were no visible signs of device or package damage prior to use. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). A non-cordis catheter sheath introducer was used. The exoseal vcd was used in an interventional procedure with a retrograde approach. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not noted to be kinked or bent before or after removal. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and the exoseal vcd was securely locked with the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were not retracted together until the indicator window changed to a solid black color. The indicator window was not showing solid black when attempting to press the deployment button; it showed black/white and was mostly black. The physician determined that the guidewire was about to slip out and therefore deployed it directly. The indicator window did not show any red color during retraction. The physician did not have their thumb placed on the plug deployment button during retraction. The operator noted that the deployment lever of previously used devices could be pressed down further. When the device was removed from the patient, the indicator wire loop was not deployed or visible. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, no closure of the target femoral site with any closure device or manual compression less than thirty days prior to the procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was not attempted to be deployed outside the patient¿s body. The patient¿s body mass index was not greater than 40. The physician had not achieved certification on the use of exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.